Event description:
The following information was reported: user has had an ileostomy since 1999. She was hospitalized on (B)(6) 2013, with severe skin breakdown under tape area of hollister ostomy barrier. Cause is unknown; patient given IV antibiotics and antifungal medication as well as switching to a convatec product. Condition did not improve; discharged from hospital without improvement. Beginning of (B)(6) she went to see a dermatologist who also did not identify the source of the skin breakdown but prescribed an ointment. The skin started to improve but a new rash started developing on her hips and arms. The area under the tape started breaking down again so she switched barriers back to the older version of the barrier. She states she has less problem with the older style barrier with the white release liner than with the new version. Patient requested samples of another product.

Manufacturer narrative:
The patient was taking humira which can lower the immune system. The patient indicated that the use of a non-hollister barrier did not improve her condition. The patient also developed unrelated rashes on her hips and arms. The complaint rate for tape causes for skin irritation shows it to be in statistical control.